Event description:
On (B) (6), 2010 when pt put his audio processor on, he noticed not hearing anything. He checked the audio processor with his contralateral one and both worked properly. Pt was seen by a vibrant specialist on (B) (6), 2010. The 500 hz and 1 khz showed low gain, the other frequencies no gain. Rtf showed a very slight response and pt confirmed hearing a very soft frequency sweep. A scan showed good positioning of implant. On (B) (6), 2010, a revision surgery was done. Surgeon found inflammatory tissue and tissue necrosis and a lysis of the bone in the external ear canal. The vorp had migrated about 1 cm anteriorly. A part of the cable was making a loop. The fmt was well in place but completely wrapped in fibrosis. During surgery, the cable got cut inadvertently, so it was decided to replace the implant.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.